Manufacturer narrative:
On 4/10/19, the device migration code was removed per proper coding. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2019, mentor confirmed that manufacturer¿s report number 1645337-2019-09118 and 1645337-2019-09828 were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number 1645337-2019-09118. Facility information: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4/26/19, device migration code was applicable and was put back. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a saline mentor smooth round moderate plus profile 350cc , catalog number 3502350, serial number (B)(4), lot number 5910419. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 350cc and experienced device migration and deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.